Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, or use related events that would cause or contribute to the reported problem. A review of the device history record revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Internal and external inspection was performed and no issues were noted. The power on self-test was successfully performed. The device passed all check and calibration tests successfully during service. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Date of patient death was not reported. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.